Event description:
The universal high torque drill was sent for eval due to overheating. Further info has been provided by the customer.

Manufacturer narrative:
The device was received for eval; additional info will be submitted once the quality investigation is completed.